Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced cannula leakage at site on (B)(6) 2024. The blood glucose level was 19mmol/l. The issue occurred with one infusion set used for two days. Also, the insertion site was abdomen. No further information was available.